Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The illuminator was returned without a lamp module, both fuses were good. When reviewing the procedure error log, there were several errors including 48245 means the illuminator lamp fail to ignite after several automatic attempts. After this error, the ignite attempts stop and the lamp remains off until the user tries to switch the lamp on again. Ignite failures indicate that the lamp module must be replaced or the ignition circuitry in the illuminator has failed. Error 48244 means illuminator lamp failed to ignite indicate that the lamp module is nearing end of life or the ignition circuitry in the illuminator is failing. Error 48247 means the illuminator is unable to communicate with its lamp module or finds an invalid lamp module (due to invalid/corrupted ID or encryption data), lamp hours may be accumulated incorrectly. The illuminator was installed into the test system with the text fixture lamp module, the system started up with error 48246, and the illuminator turn on with blue led. However, when turning on the light on the lamp, the system failed with error 48244, and 48245 which indicate the illuminator bulb was expired. The root cause of the vision problem is a failed illuminator lamp and expired illuminator bulb.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported error 48245 was confirmed during investigation and the illuminator was replaced to resolve the issue. The system was tested and verified as ready for use. The illuminator unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: field service engineer (fse) was able to reproduce/confirm the reported issue during investigation and replaced the illuminator to correct the problem. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure and after the docking phase, the site did not have white light. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 48244/48245 pointing to the illuminator initialization failing. Prior to contacting tse, the customer power cycled the system but the issue remained. The tse informed the nurse that the quicker workaround was to use an external white light generator. In addition, the tse confirmed to the nurse that the white light connector was generic. The tse found an external light source and had connected the endoscope on it. The surgeon recovered the view and the surgery resumed. In a subsequent follow-up, biomed informed tse that previous lamp was reseated multiple time. A new lamp and light guide cable was installed and reseated multiple time. However, the error remained. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was that the optical cable was not working. The robot error did not allow the procedure to start. The light source of the laparoscopic column was used, allowing to perform the procedure. At the time of initial reporting, the customer indicated patient information cannot be released.